Manufacturer narrative:
Updated data: d9. Device available for evaluation and return date h6. Annex b; annex c; annex d analysis findings - receipt condition: the device was received in a return kit and was fully submerged in 0.2% glutaraldehyde clear solution. There was a slight curvature on the valve, that was possibly associated with the implant position. Coaptation - leaflet 1 and leaflet 2 were in a partially closed position with a gap between the free margins. Leaflet 3 was in a partially open position. Leaflets - leaflet 1 was flexible and intact. Leaflet 2 was flexible and appeared predominantly intact. Thrombotic host material was found on the outflow margin of attachment of leaflet 2. Signs of tensile thinning were noted on the inferior coaptive area between l2 and l3. Leaflet 3 was tan and flexible. Dehiscence along the superior coaptive junction along the seam line was observed, measuring approximately 8mm in length. The tissue along the dehiscence appeared friable and textured. A remnant of l3 tissue remained attached to the superior coaptive junction. Manufacturing sutures along the seam line appeared intact. Commissures - a layer of off-white pannus encapsulated commissure 3-1 was observed. The condition of the commissure could not be assessed. Commissure 1-2 appeared intact. Commissure 2-3 pad appeared intact. Frame - bent struts were noted on the waist region of the frame, adjacent to leaflet 1. Additional bent struts were observed on the outflow region of the frame, adjacent to leaflet 2. Observed damage may possibly be associated with the explant procedure. Host tissue - from the inflow, thick, glistening off-white pannus adhered to the inflow crowns and extended into the inner lumen wall. From the outflow, off-white pannus adhered circumferentially to the frame. Pannus lined the outflow margin of attachments of all leaflets, predominantly on leaflet 3. Multi-focal pannus was present on the outer surface of the valve. Calcification nodules were noted on the outer surface of the valve near and/or attached to the observed pannus. Calcification nodule was observed on the inner wall. Additional observations - broken sutures were found on node 2 of the skirt, adjacent to leaflet 3. Tissue thinning was noted on the inner wall. Radiography - radiographic imaging shows traces of calcification on the valve skirt. Radiographic imaging confirmed the frame deformation; however, no fractures were revealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The method of failure was aortic regurgitation. According to the physician, the patient would likely be getting a non-medtronic valve inside of the medtronic valve, but the plan was not confirmed yet. It was noted that the patient has not been scheduled for a transcatheter aortic valve replacement yet. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6. Annex b; annex c; annex d corrected data: h2, h3 for the analysis of the device that was reported in 2025587-2024-01413 follow up number 2, submitted on 2024-08-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The method of failure was aortic regurgitation. According to the physician, the patient would likely be getting a non-medtronic valve inside of the medtronic valve, but the plan was not confirmed yet. It was noted that the patient has not been scheduled for a transcatheter aortic valve replacement yet. No additional adverse patient effects were reported. Additional information was received the patient reported an increase in fatigue, exercise intolerance, and dyspnea with exertion. An echocardiogram was performed and showed severe paravalvular leak. Subsequently, approximately six years, one month following valve implant a transcatheter aortic valve replacement was performed; the valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added. D6b. Explant date added. H6. Patient and device codes added. Additional codes. Annex f and annex g codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.